Event description:
It was reported the procedure was to treat a lesion in the left main (lm) to ramus. A 3.0x23mm xience xpedition stent was implanted in the target lesion and then post dilated with a 3.75mm balloon. A 3.0x18mm rx xience xpedition stent delivery system (sds) was attempted to be advanced to the distal ramus however was not able to pass though the previously implanted proximal stent. After several attempts the physician decided to remove the sds however it became stuck within the implanted 3.0x23mm xpedition and the stent dislodged. Both stents were in the lm therefore the physician decided to use a snare and remove the dislodged stent; however the implanted stent was removed as well. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.